Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: unit not functioning in "cut" mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant indicated that the device is now working properly and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, the unit would not function in the "cut" mode. It is unknown what was used to complete the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, the unit would not function in the "cut" mode. It is unknown what was used to complete the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.